Event description:
Patient tested on the suspect device with an inr result of 3.9. A repeat test results was 3.4 inr. The lab inr was 2.9. The site used the wrong controls. The reporter declined to have the product replaced.